Event description:
It was reported that when the handpiece was connected to the device, it is noisy. It was not during a procedure and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the motor was replaced to address the noise and damaged drive connection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.